Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy, the jaws of the device locked on tissue and was removed with the hands. The stapler jammed and it would not open the jaws. Another device was used in order to complete the case. There was no patient injury.